Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like their heart rate was slow. It was noted that their triage rate was forty seven beats per minute. All atrial tachycardia/atrial fibrillation therapies were disabled due to atrial lead position check failing. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.